Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was a faulty assy cbl pyxibus 7 drawer due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. Case (B)(4) - drawer failure. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 14-nov-2018, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The report condition of drawer failure device detected on bus was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse reported that the fh main drawer 6 had multiple rows not detected on the bus. The fse found some cut marks on bus wire and the bus wire was replaced. The fse reseated all controller board connections, rebooted the device and used diagnostics to test out all cubie pockets. The fse removed large amounts of debris below and between cubie pockets. Finally, the fse loaded es application and customer successfully inventoried fh cubie drawer without issues. The report was closed. During dchu visual inspection: pn 121085-01: the assy cbl pyxibus 7 drawer was received with exposed copper strands and black marks. During dchu testing: pn 121085-01: no further tests were deemed necessary due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the issue was identified as a faulty assy cbl pyxibus 7 drawer due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the station's functionality.